Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted the type 2 diabetes mellitus (dm), v-go 20, humalog insulin user for 9 years. The client is reporting for the past 3 months he has been having skin irritation/rash/abrasion on his abdomen where the v-go is placed. He applies the v-go device after showering on his abdomen, rotating sides left to right, avoids using the same spot on each side. He does not use an alcohol or cavilon wipe prior to v-go placement. He denies having any issues with adhesive residue after removing the device. He has been seen by dermatology and was ordered triamcinollne, with no relief. The dermatology office has ordered a new cream to try, name unknown since he has not picked up from pharmacy. He has tried placing the v-go on the back of his arm and currently is not reporting any skin issues at this site. Client is willing trial alcohol pad and cavilon wipes prior to placing the v-go device. The v-go adhesive is medical grade and hypoallergenic, however some people may have a reaction. It is possible the v-go contributed to the skin rash. Device evaluation: two devices were received and evaluated for the complaint regarding the adhesive pad issue. Both devices were inspected and verified thot these devices were returned untouched and unused. The complaint about these devices could not be confirmed.

Event description:
The patient stated for about the last 3 months he has been getting rashes/abrasions on his skin. He wears the device only on his stomach and rotates it from the left side to right side each day. His dermatologist provided cream but it's not working. A product sample was reported to be available for return to the manufacturer for evaluation.